Event description:
It was reported that the physician planned to move the implantable neurostimulator (ins) to the abdomen. To not disrupt the specify lead and 37082 extension and to get the length to reach the ins in the abdomen, a 37081 would be connected to the existing 37082. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that impedances were checked and no malfunctions were seen. The manufacturer's device registry indicated that the neurostimulator and both leads were explanted and replaced. It was reported that the implant was successful and the patient was getting great stimulation coverage.

Manufacturer narrative:
Lead model 3998, serial # (B)(4), implanted: (B)(6) 2010 explanted: unknown lead model 3777-45, serial # (B)(4), implanted: (B)(4) 2010 explanted: unknown programmer model 37743, serial # (B)(4) recharger model 37752, serial # (B)(4).

Manufacturer narrative:
Lead model 3998, lot # v547373, implanted: 2010-(B)(6) explanted: 2011-(B)(6), lead model 3777-45, (B)(4), implanted: 2010-(B)(6) explanted: 2011-(B)(6).

Event description:
Additional information received reported that prior to the replacement the device had moved out of its original spot. The patient had developed an infection, and the device was coming through his skin.